Event description:
During a lap. Splenectomy, the teflon pads fell off of the lcsc5 shears moments after activation of generator. The surgeon eventually had to complete the case with an open procedure. No other pt consequence reported.